Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red biological tissue; devices were not labeled. Although the lot number of the device was unable to be confirmed since a legible photo of the device patch was not provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.4., d.7., h.4., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Explanting physician reports cysts, caspsular contracture grade IV, seroma for implant device on left side. The device remains implanted.